Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report that a patient received at least 3-4 coolsculpting treatments to the full abdomen, flanks and upper arms starting in (B)(6) 2021 to (B)(6) 2021 and presented with paradoxical hyperplasia (pah/ph).

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the full abdomen, flanks and upper arms on (B)(6) 2021 using a cooladvantage coolsmooth pro and coolcurve+ applicators and presented with paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
Additional information.

Manufacturer narrative:
Changed data: a4 g2 h6. Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 5/17/2023. Clarification to b3 partial date of event: "approx. May 2022" was provided.

Event description:
Allergan aesthetics received a report from a patient treated with coolsculpting to the abdomen, flanks and arms on (B)(6) 2021, (B)(6) 2021 using the cooladvantage coolcurve+ and the coolsmooth pro system applicator(s), who developed paradoxical hyperplasia (ph) after treatment.